Manufacturer narrative:
Philips service instructed the user to delete exams and suggested disk replacement if the issue recurs. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that fluoro storage failed due to low disk space, potentially caused by a software or hardware issue on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.